Event description:
Customer called on (B)(4) 2012, reporting of false positive (>20 iu/ml) immage immunochemistry system rheumatoid factor (rf) reagent results generated on the immage 800 immunochemistry system. Customer stated that rf reagent lot m106133 was the cause of the false positive results and rerunning the sample will usually give the correct results. Customer noted this has been a problem on and off since early december when they first started using lot m106133 and believes that the issue is with the reagent and not the instrument. Customer stated that no erroneous results have been reported outside the lab and therefore no change to patient treatment was attributed to this event. Customer did not provide any patient test results or information related to this event. No service was generated or requested for this event as customer believes that this was a reagent related issue.

Manufacturer narrative:
Evaluation code - results code - (other): root cause is unknown but appears to be a reagent issue.